Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported by the hospital that the right atrial (ra) lead exhibited impedance problems. The ra lead was capped and replaced on (B)(6) 2022.